Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the "pump is not holding her history in the pump, states her doctor was unable to find history last week at appointment." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. There were no gaps on data in the total daily dose history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.